Event description:
Inflated balloon to 16 atmospheres. Balloon burst and partially fragmented. Most of balloon material and distal marker were recovered. Ptca unsuccessful. Pt went to or for 2 vessel CABG and aortic valve replacement.